Event description:
It was reported that an unspecified amount of unspecified bd¿ extension sets had flow issues and were blocked during the flush/during use. The following information was provided by the initial reporter: "we recently switched to this product for our ob patients because the anesthesia dept wanted a larger bore extension set. We are finding frequent problems with: being able to flush through one port or sometimes both ports; we have difficulty drawing lab blood through these sets when we start our ivs (this is the practice of the majority of nursing staff on the unit); they are also not working with certain safety syringes sent from pharmacy (example: IV dilaudid); and nurses trying to flush through these extension sets are reporting having to use more than the normal amount of force needed, making it impossible to control IV push rate at times."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by the customer that they are not able to flush the set and also having trouble drawing blood. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.